Manufacturer narrative:
This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -10.50/4.0/095 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. The lens tore during injection/delivery into the eye. There was patient contact (lens touched the eye) with no patient injury. The lens was replaced on (B)(6) 2021 with same length lens. This resolved the problem. Cause of the event is reported as unknown.